Manufacturer narrative:
Investigation results: media review: media was received in the form of images. The media submitted with the complaint has been thoroughly examined and evaluated to reveal a broken and stretched coil while another image appears to be an x-ray reference of the procedure. The reported event was confirmed through review of the images the site provided. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the embold? Fibered was completed and confirmed that the event of coil break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that internal device fracture occurred requiring intervention. An 18x50 embold? Fibered was selected for pulmonary embolization to treat an aneurysm. During the procedure, however, it was noted that the coil moved slowly through the renegade and non-boston scientific microcatheters. When deploying the coil, the coil was not able to detach or retract. The coil became stuck, so it had to be removed with a snare. While removing the coil, it broke into multiple pieces. The device was explanted, and there were no patient complications as a result of the event. The patient fully recovered after the procedure.